Manufacturer narrative:
Correction information was provided in h.6. (On initial MDR the health impact code of f19 was submitted. It should have been f1903 on the original MDR). Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. Intraocular lens (iol) returned in a small plastic bag. Solution is dried on the iol. Both haptics are intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. Additional information: the reporter stated "incorrect diopter surgery was performed on the patient due to irregular cornea and dryness. Decision on iol exchange was made patient's vision relief after exchange progression". The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, incorrect diopter surgery was performed on the patient due to irregular cornea and dryness; decision on iol exchange was made. Based on this information, the reported event was most likely related to patient condition and not a product issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3. And h.11. The product was not returned for analysis. The reporter stated "incorrect diopter surgery was performed on the patient due to irregular cornea and dryness. Decision on intraocular lens (iol) exchange was made." The root cause for the reported complaint could not be determined. The reporter stated "incorrect diopter surgery was performed on the patient due to irregular cornea and dryness. Decision on iol exchange was made." This statement suggests the root cause may be related to patient condition and an iol exchange may be an improved choice for the patients vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced vision and light blur vision was not 50 percent of corrected vision. The iol was exchanged for another unspecified model lens 2 weeks 3 days following the initial implant procedure. There are two medical device reports associated with this patient. This report is associated with the right eye.